Manufacturer narrative:
Voluntary report number: (B)(4). Complaint no: (B)(4). Evaluation codes were provided. The device was not returned for evaluation; however, the lot number of the device was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a massive inflammatory reaction coincident with 5ml actifuse usage during a spinal surgical procedure. The reaction was manifested by leukocytosis, fever and increase in c-reactive protein. The reaction occurred on the first post-operative day after use of the product. The cause of the event was not reported. On unreported date(s), the patient was treated with unspecified broad spectrum antibiotics (route, medication, dosage, frequency, and duration not reported) for the inflammatory reaction without depression of symptoms. The patient had no pre-existing risk factors for inflammation. At the time of this report, the patient was discharged to home. No further information was provided regarding the patient&#38112;outcome from the event. No additional information is available.